Event description:
Device has been explanted.

Event description:
Previous medwatch submission noted right side rupture. Healthcare professional reported that device was found intact upon explant.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported, rupture, confirmed by MRI. This record is for the right side. Device remains implanted.